Manufacturer narrative:
The investigation determined that results from two patient samples processed on the engen laboratory automation system were mis-associated with the incorrect sid. The investigation determined the engen laboratory automation system did not malfunction. User error was determined to be the root cause of the event. Specifically, the customer opened the centrifuge module cover to locate a specific sample tube in the centrifuge unload rack and placed the tubes back into the rack in the wrong positions. The tsc has reviewed the expected protocol of pausing or stopping the module prior to opening the centrifuge module cover and to never remove sample tubes from their rack positions unless the module is in a stopped status and all tubes are to be cleared from the module. The engen laboratory automation system correctly identified the sid mismatch by posting a cross check error message, as designed.

Event description:
The customer complained that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated sample results were reported from the laboratory; however, the issue was identified and a corrected report was issued. There is no allegation of patient harm as a result of this event. (B)(4).